Manufacturer narrative:
Follow 13-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed a fever of 104 degrees. This event is serious due to hospitalization and unlisted in the reference safety information for essure. In this case, patient experienced this event within thirty minutes post essure procedure. No alternative explanation is available. Considering the positive temporal relationship between this event and suspect insert, a causal relationship cannot be excluded. This case was regarded as incident due to hospitalization. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Additional information was received on (B)(6) 2015. Physician states that the procedure was uneventful and without any issues. However, within thirty minutes of the procedure, the patient developed a fever of 104 degrees. No other symptoms were indicated. In addition, it was reported that, on (B)(6) 2015, patient was in the hospital. She is supposed to be having a salpingectomy. Product technical complaint investigation and final assessment were received on (B)(6) 2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed a fever of 104 degrees. This event is serious due to hospitalization and unlisted in the reference safety information for essure. In this case, patient experienced this event within thirty minutes post essure procedure. No alternative explanation is available. Considering the positive temporal relationship between this event and suspect insert, a causal relationship cannot be excluded. This case was regarded as incident due to hospitalization. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.